Event description:
Customer reported that insulin gauge was not accurate. There was no adverse impact to the customer's blood glucose level. Customer declined further follow-up, and no additional actions or information were recorded.